Manufacturer narrative:
The complaint was reported because, "fuit dans la gained/ leak at sheath". The product was returned to olympus service center. The product analysis confirmed the user request and inspection identified, 1.leak test condition: light guide tube is leaking 2.a-rubber glue condition: bending rubber glue is cracked 3.insertion tube condition: insertion tube has scratch marks (may leak). Disappearance of the indication on the it 4.control body condition: s-cover ring is detached 5.lg tube condition: light guide tube is leaking. Light guide tube is dented 6.lg prong/mount condition: light guide rod unit is loose one or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. A shr review was not conducted on this previously serviced device as there is no packaging issue, incorrect labeling issue, or damages traced to prior repair activities. A labeling review is not required as there is no evidence to suggest that the user may not have properly handled/used the device in accordance with the IFU. Risk review is not required as the complaint history review indicates existing trend analysis coverage for the reported event and device malfunctions identified during product analysis. Complaint trending is performed in accordance with the requirements of gsop-00033 ¿global complaint trending and analysis of complaint data.¿ in accordance with this procedure, potential trend signals are identified, investigated and subject to review for escalation by the complaint trend review meetings. Due to the age of this complaint at the time of investigation, the data has been subject to this process. Therefore, no further complaint history review will be performed in this individual investigation. A CAPA history review was performed on [may-5-2026] for the failure modes listed below and no related capas were found. This review was performed for [cyf-vhr] and additional searched terms like scratched. 1.insertion tube condition: insertion tube has scratch marks (may leak). Disappearance of the indication on the it 2.lg prong/mount condition: light guide rod unit is loose the complaint was confirmed; the device has leak at sheath. The most probable cause of the complaint is d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue is due to c070601 - deformation problems caused by changes in the shape or size of the device due to an applied force. This can be a result of tensile forces (pulling), compressive forces, shear, bending, knotting, or torsion. No further escalation is required.

Event description:
The cysto-nephro videoscope was returned to the service center with a leak at sheath. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, the light guide lens was slightly chipped, and the charged coupled device lens is chipped with missing glue. It was found to be most likely due to stress led to component failure. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted report. Corrected fields: h11 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.